Event description:
It was reported that the nurse caring for the patient attempted to perform a straight catheterization to obtain a urine specimen. The urethral catheter folded over on itself. The customer took a new, clean, catheter and tried to perform on a manikin, and the same thing happened and the device did not do what it was supposed to do.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "rough or irregular shape protrusions". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "remove tray lid. Place underpad beneath patient, plastic side down. Put on cuffed gloves. Position drape on patient. Open lubricant. Lubricate catheter. Open packet of swabs. Prep patient with swabs. Proceed with catheterization in usual manner. If specimen is required, fill sterile container from catheter. If urine is placed in specimen jar: secure cap. Label specimen jar. Send specimen to laboratory." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse caring for the patient attempted to perform a straight catheterization to obtain a urine specimen. The urethral catheter folded over on itself. The customer took a new, clean, catheter and tried to perform on a manikin, and the same thing happened and the device did not do what it was supposed to do.